Event description:
Two pieces of dall-miles cable passers spoilt during same surgery by 2 different surgeons.

Manufacturer narrative:
Device history review indicates that all devices were mfg and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other reported events. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2012-00679.